Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a patient was admitted to (B)(6) in australia. The patient presented at the emergency room with diabetic ketoacidosis. The patient had reported the controller displayed a pod communication error. While in the hospital the patient was treated with an insulin infusion, and therefore the pod was removed. The healthcare team was unable to access glooko data to determine what occurred. There were no further details provided. Additional outreach attempts are being conducted to request additional information surrounding the event. The patient¿s symptoms, additional treatment, and the patient¿s length of stay in the hospital was not provided.